Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump screen was scrolling since several days ago. It was stated that once the screen stopped scrolling it was freezing and the buttons were unresponsive. Troubleshooting was performed. The alarm history did not reveal any button errors. No further information was provided.